Manufacturer narrative:
A historical query was performed and found no past or new escalated complaints of this nature on any like instruments for the last 12 months at his site trending was performed on this type of complaint for the past 90 days and no abnormal trend identified.

Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable elecsys cortisol ii results for one patient. The initial result was 64 ug/dl with a data flag. The sample was repeated with a dilution and the result was 43 ug/dl. The sample was repeated undiluted and the result was 24 ug/dl. A new sample was drawn from the patient 30 minutes later and the result was 64 ug/dl with a data flag and then 24.9 ug/dl. The erroneous result was reported outside of the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 23810101 with an expiration date of 30-apr-2018. Qc results were in range on the morning of the event. The field service representative found there was an optical failure. He performed all system checks with no issue, checked the gear pump pressure, and replaced measuring cells. He ran performance testing with all results within specification. The customer ran calibration and qc with all results within customer ranges.